Manufacturer narrative:
Email received by director of nursing, (B)(6) surgical center. Reporter states, on (B)(6) 2020 a (B)(6), male patient was having a tonsillectomy and adenoidectomy. Reporter states, "bilateral burns created to the corner of the mouth while removing tonsil and adenoids." Reporter states, "general anesthesia was used, no additional anesthesia required. Antibiotic ointment applied." Reporter states, "the patient is doing well." The sample has been returned for evaluation. Investigation summary (11/23/2020): "the account reported finding bovie tip burned both sides of the mouth. The reported issue occurred in item dynj52893c (lot 20bbt103). Due to the fact that we were able to see charring on the device was are able to confirm the issue but we are not able to determine the root cause of the reported issue." Due to the reported nature of the incident and in abundance of caution, this medwatch is filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported, "a doctor put the bovie tip in a patient's mouth and burned both side of the mouth."